Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that device was explanted due to early battery depletion. Device was not replaced. No patient consequences were reported and the patient was discharged.